Event description:
It was reported that the inclusion alarm does not sound. It was further reported that the pressure sensor does not react quick enough. The unit was evaluated by a company rep who noted that a screw was missing from an adapter. This could have caused the leakage and pressure sensors to not function correctly.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.